Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a patient's battery would not charge.